Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address pain and loosening of the cup.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI (B)(4). The type of this complaint is revision due to pain. Primary surgery for oa in the right hip had taken place on (B)(6) in 2008 by using aml-plus and pinnacle-a. When the patient came for a routine medical checkup in (B)(6) 2015, she had suffered from difficulty walking due to pain. Therefore revision took place on (B)(6) in 2015. After removing the head, the surgeon found a black line in the head-neck junction. He also found radiolucency in the greater trochanter of femur. Although there was no abnormality with the metal insert, the cup had been loosened and he could easily remove it after removing the metal insert. After reaming the acetabulum, he replaced the cup, the metal insert and the 36mm head with a gription cup, a marathon pe face-changing liner and a 32mm metal head respectively. There was no surgical delay. The patient is now under observation. Conclusion and justification status: following investigation by bioengineering, notification was received that: it was unlikely that a manufacturing defect was present, no corrective action is required. Post market surveillance is per sep 419. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.